Manufacturer narrative:
Concomitant medical products: product ID: u nk_nav_comp, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported after anesthesia had been administered and after the incision was made all the passive instruments were not recognized by the camera. The active instruments and the imaging system tracker were recognized. On verify instruments panel, it was the same as usual. In addition, the camera lamps when recognition failure occurred was in the following order from the left side. Lit up in yellow green, no light, lit up in orange. Because the facility owned multiple systems, another system which was not in use was used instead. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Event description:
Additional information was received. It was confirmed with the site that the cause of the issue was unknown.

Manufacturer narrative:
B5 additional information) additional information provided. D11 correction) product ID of concomitant product is: 9733437 lot/serial number of concomitant product is:(B)(6) h3) a medtronic representative went to the site to test the equipment. The camera was replaced to resolve the issue. The system then performed as intended and passed a system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed with the returned psu. The illuminator current was out of range. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.